Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient experienced no adverse event or injury in association with this event. The injection rate was followed as indicated in the competitor¿s IFU. There was onyx reflux, but the amount was unknown. The dead space of the delivery catheter was filled with dmso. This event did not require medical intervention. At this time, there has not been any adverse events to report. Ultimately, the patient was treated with onyx. The information is confirmed by the physician.

Event description:
Medtronic received a report that onyx was injected through an apollo catheter followed by an interruption to wait for reflux for less than 2 minutes. A distal catheter leak was found with the next onyx injection as onyx flow was observed in the wrong area of the catheter. The patient was undergoing liquid embolization surgery for treatment of an arteriovenous malformation (avm). The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The catheter was inspected or tested prior to use. No known patient symptoms or complications were reported as associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.